Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the prostate artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, a ruby coil lp was stuck and would not advance past its initial position within its introducer sheath. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.